Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet failure analysis and testing dept., the fat received the drive manifold with a reported unit failure of low vacuum message on screen and failing the drive manifold leak test #1. The fat performed a visual inspection and found the drive manifold to be in good condition. The fat installed the drive manifold into the cs 300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6,k6a,k7,k8 leak test. Test #1 was within factory specifications with a reading of 0mmhg. Factory specification is +-45mmhg. The failure analysis and testing dept. Did not observe a low vacuum message on the display. The fat could not replicate the failure experienced by the customer. The drive manifold passed testing. Retaining the drive manifold in the failure analysis and testing department per procedure.

Event description:
It was reported by the end user that the cs300 intra-aortic balloon pump unit had a low vacuum alarm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit for the reported malfunction. During troubleshooting, the fse observed k8 on the drive manifold was always energized. The unit failed the drive manifold leak test #1. The fse replaced the drive manifold (0104-00-0018). The unit passed all leak tests to specifications. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit displayed¿low vacuum message¿ on screen.

Event description:
It was reported during use observed by the end user, the cs300 intra-aortic balloon pump (iabp) unit displayed a ¿low vacuum message¿ on screen.